Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported that both the atrial and lv leads had high capture thresholds. The leads remain implanted. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reports patient last seen there (B)(6) 2009. Death certificate lists cause of death as cardiorespiratory arrest, underlying causes were chf with systolic dysfunction, and atrial fibrillation.